Event description:
It was reported to philips that the ac module for the device was not charging the battery and the indicator light was not lit. There was no reported patient or user involvement and no adverse patient/user impact.